Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a controller exchange in the clinic for a broken twisting nut on the black power cable.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged power connector was confirmed with the returned system controller (serial # (B)(6). The black power connector was twisted onto laboratory equipment, which revealed the fracture on the connector nut began to expand. A root cause that attributed to the damaged connector could not be determined during analysis; however, a connector nut material change was implemented to address the issue. The returned system controller was manufactured prior to this change. No further information was provided. The manufacturer is closing the file on this event.